Event description:
Arterial catheter placed into left radial artery by md. Needle could not be removed from catheter lumen. Md attempted to remove entire catheter from artery. Approx 1 inch of the catheter and the guidewire broke off in pt's arm. A second md did a shallow cut-down to remove the broken off distal piece. This piece was removed intact.